Manufacturer narrative:
(B)(4).

Event description:
It was reported implant was removed due to peri-implantitis.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Complaint reported that the implant was removed due to peri-implantitis. The product was returned for investigation. The reported event is non-verifiable based on the information available.based on the evaluation, the device malfunction has not occurred. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional complaints for this lot. Complainant reported bone loss. He reported devices were returned and the reported event is non-verifiable for both devices as pictures or x-rays were not provided by the customer. A definitive root cause could not be identified. Based on the investigation, the probable causes for the reported event are improper loading and patient specific issues. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.